Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. The reported symptom code (physical damage) was not confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. Simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
"."

Manufacturer narrative:
Early reports from the manufacturing plant indicated that there was evidence of a burnt component. However the plant investigation is not yet complete. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient called to report that the touch screen stopped working during modem transmission at the end of the treatment last night and would not return even after the cycler was restarted. Patient was able to complete the treatment and remove the cassette and restart the cycler, but at power up only the stop and ok buttons light up, while the touch screen remains completely black. The patient noted that last night before the treatment was complete, he noticed the screen becoming duller. The power cord is plugged into a standard wall outlet and was securely connected at both ends. Screen blanking is enabled but touching the screen has no effect. Brightness was currently set to 8. Follow up with the patient indicates that there was no complications as a result of the alleged event. The patient resumed treatment on the replacement cycler.